Event description:
Customer reported the unit was smoking.

Manufacturer narrative:
The customer reported smoke from their mp centrifuge. There were no report of flames and the fire department was not called. The customer stated an employee was exposed to the smoke; however, there were no reports of any injury, or impact or operator, or impact to pt results as a result of this event. The unit was returned to the manufacturer for further evaluation where it was determined an electronic component on the pcb burned and slightly melted.